Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin pump therapy. At the time of the alleged issue, the patient reportedly did not administer a bolus to make corrections. About 2 ½ to 3 hours later, the reporter claimed the patient felt grumpy, edgy and sick. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted there was indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "grumpy, edgy and sick" does not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (11/08/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.